Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided. Unable to perform a compatibility check. Medical records were not provided. Part and lot identification are necessary for review of device history records for other devices, neither were provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: literature title - long-term outcomes of total elbow arthroplasty for distal humeral fracture: results from a prior randomized clinical trial. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01996. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
On approximately three (3) weeks ago, a journal article was retrieved from journal of shoulder and elbow surgery (2019) that reported a randomized controlled trial study from 2000-2006 in the USA that looked at long-term outcomes of total elbow arthroplasty (tea) for distal humeral fracture. The purpose of the study was to examine long-term outcomes and survivorship of semiconstrained tea performed for acute trauma compared with patients having undergone orif. The study reported one patient underwent an irrigation and debridement and revision for deep infection at 11 months postoperatively.